Event description:
During an angioplasty procedure, target vessel is unknown, the balloon could not be inflated at 4 atmospheres. The balloon was removed and the procedure was completed by a second balloon. No adverse events to the patient.